Event description:
It was reported to philips that the device lost geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that device lost geometry movements. Review of the log files showed that the server power was lost on some motors resulting in the user message ¿some stand movements are not available.¿ upon troubleshooting, fse noticed that intermittent geometry issues. Fse confirmed the issue with geo I/o box and 24 v power supply of smart units for c-arm and ordered the same. The defective part was sent was analysis, the malfunction of the part named geo I/o box bench test was confirmed. During the analysis it was found that intermittent problem. The failure was not confirmed. However, to resolve the issue, fse replaced geo I/o box and 24 v power supply and performing the functional tests. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.